Event description:
It was reported by the physician's office that they had been having issues with the handheld not powering on. It was indicated that sometime it will power on ok, however, sometimes he is unable to power it up. It was noted that the handheld was not left plugged in when it was not being used, so it was unclear if the issue was due to battery depletion. Attempts for additional information are in progress.

Event description:
Additional information was received that they have not had any further issues with the handheld. The handheld has been left plugged in when not in use and the office has not had any further issues powering it one.

Manufacturer narrative:
.